Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that the proximal conductor was distorted, the proximal conductor had blood/body fluid (not obstructed), the outer insulation was breached cut, there was blood in/on the helix mechanism, and the lead was damaged at implant.

Event description:
It was reported that during implant the right ventricular lead was difficult to position. The lead was not implanted, and another lead was successfully implanted. No patient complications have been reported as a result of this event.